Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned stent. The reported unstable stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported unstable stent. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use once opening up a package for a 2.75x15mm multi-link 8 stent delivery system, it was noted that the stent on the balloon was loose. No additional information was provided.